Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted during ventricular fibrillation (vf) episodes on the presenting electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.